Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for cut (severed) tubing was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for cut (severed) tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cut (severed) tubing. Bd determined that the root cause of the indicated failure mode was attributed to the packaging process where tubing that was not properly seated in the package. This defect was not detected by a production associate and was inadvertently packed out.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: 'the tubing was cut.'

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: 'the tubing was cut.